Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm during testing. The device was received with normal operating currents and no unexpected off no power, battery out limit, low battery or failed battery test alarms noted. No excessive no delivery alarm during testing. The device passed the prime, excessive no delivery and displacement tests. No moisture damage on the electronic assembly during visual inspection. It also had a minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went into a hot tub wearing the insulin pump. After that, he stated that the device shut off for 24 hours and then he received a battery out limit and button error alarms. The alarm history showed no delivery, low reservoir and bad battery alarms. Blood glucose value was 115 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.